Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer evaluated the ventilator and the issue was resolved after replacing the main printed circuit board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device was alarming ventilator inoperable while on a patient on the vela ventilator. The customer reported that he swapped the ventilator. At this time, there is no information regarding patient harm associated with the reported event.